Event description:
Reference number (B)(4). Event occurred in panama. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, it was reported that patient required hospitalization/emergency medical treatment due to any blood glucose value diabetic ketoacidosis seizure or diabetic coma. Patient was hospitalized on (B)(6) 2024. Length of hospitalization was 7 hours. The blood glucose level was 600mg/dl. Therefore, patient was treated with manual injection. Vomit and headache symptoms were reported at time of hospitalization. No further information available